Manufacturer narrative:
(B)(4). On an unreported date in the month prior to the initial receipt of this report, the patient experienced cloudy effluent without a definite diagnosis of peritonitis. The patient was not hospitalized for the event. Peritoneal dialysis therapies were reported to be ongoing. The cause of the cloudy effluent was unknown. On unreported date(s), the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) for the cloudy effluent. There was no indication that there were any device malfunctions in relation to the cloudy effluent event; therefore, the device is no longer considered suspect for the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with antibiotics (unspecified) and changes to their solution prescription (unspecified). It was not reported whether the patient was hospitalized for the event. The outcome of the peritonitis was not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Same patient as manufacturer report number 1416980-2015-18920.